Manufacturer narrative:
H11: complaints database review revealed that no further similar complaints have been submitted for this unit since its manufacturing date in 2018. Based on the above facts and considering analysis of similar complaints, it cannot be ruled out that the reported event can be traced back to faulty distribution board and/or processor board most likely due to environmental conditions, that caused the internal electrical component of involved boards to oxidize. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. However, there is no concerning trend for this kind of failure. No other specific action was currently deemed necessary, livanova maintains and document periodic customer events monitoring process in order to evaluate actions for products improvement.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed on patient side an error message associated to stirring mechanism blocked or too slow. The issue occurred when the unit was turned on during maintenance activity.there was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in oklahoma city, oklahoma. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, power distribution board and main processor board were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.